Manufacturer narrative:
Insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to verify motor error alarm due to unresponsive keypad/button. Motor passed motor test. Unit had cracked display window corner, scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and motor error. Customer's blood glucose level was 404 mg/dl. The customer treated her blood glucose level with a manual injection. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.